Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "capsular contracture baker grade iii, rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight and one opening curved on the posterior. A microscopic analysis was performed which identified, one opening sharp (unidentified (tear) opening) and wear abrasion near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior due to surgical impact.

Event description:
Health professional reported right side "capsular contracture baker grade iii, rupture". Device has been explanted.